Manufacturer narrative:
(B)(4).

Event description:
It was reported the " intra-aortic balloon pump (iabp) alarm read "possible helium leak" therefore the catheter was replaced. There was no patient death or serious injury reported.

Event description:
It was reported the "intra-aortic balloon pump (iabp) alarm read "possible helium leak" therefore the catheter was replaced. There was no patient death or serious injury reported.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab helium loss alarm is confirmed. An external leak is confirmed from the iab bifurcate around the fos adhesive. A root cause of the leak from the bifurcate adhesive is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A nonconformance has been initiated to further investigate the root cause.